Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 190 mg/dl. Customer did not report motor position encoder error alarm. The customer was advised at this time displacement test and manual prime were successful and moto error alarm did not recur. The customer was advised the alarm was caused by a connection issue. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 190 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 1000 mg/dl. The customer was admitted to the hospital. Customer cause of emergency room visit was going to diabetic ketoacidosis.